Event description:
The user is reporting that during a patient use event. The device successfully analyzed a shockable rhythm and shocked the patient appropriately. However, even though the patient recovered, the device continued analyzing the trace activating for further charges that the staff did not carry out. The patient survived.